Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 7:35 pm, the patient obtained the blood glucose readings of 194 mg/dl and 375 mg/dl using forearm capillary blood samples on the reported meter. The patient noted that based on these readings, he took 17.5 units humulin insulin. On (B)(6) 2013, at 2:05 am, the patient experienced the symptoms of impaired breathing, "foaming at the mouth," coma and unresponsiveness. Emergency services were contacted and paramedics tested the patient's blood glucose level to be 29 mg/dl. The patient was treated intravenously with glucose. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient returned his products to lifescan for evaluation. The patient's returned meter was investigated on (B)(6) 2013, with passing results and the complaint was not confirmed. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on elevated blood glucose readings, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the meter involved in this case has passed all testing with no faults found. The patient's test strips have been returned; however, product analysis has not yet been completed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.